Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant disengaged from the driver (iipdtl) during placement. The doctor completed the procedure with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A t3 tapered implant (bopt5485) was returned with cover screw alongside a iipdtl certain driver. Both devices were visually inspected. The driver and implant were functionally tested against the reported event. The driver effectively engaged, held, and disengaged the implant effectively when tested. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the instructions for use, warnings, and precautions sections. The complaint reported the driver did not hold properly the implant and disengaged the implant during the procedure. Based on the investigation of the available information and returned device, the reported event could not be confirmed. The device was functionally tested and the customer's complaint could not be recreated. A root cause for this complaint could not be determined the following.

Event description:
No further event information is available at the time of this report.